Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that two mr290v vented autofeed humidification chambers failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare (f&p) in new zealand where they were visually inspected and pressure tested. Results:the pressure test revealed a leak at the water feedset tube and chamber dome connection on the subject mr290v chambers. It was also noted that there was separation of glue between the water feedset tube and the inlet port of the chambers. Conclusion: we are unable to determine what may have caused the leak on the complaint chambers. However, this was most likely due to water feedset tubing being pulled away from the chamber dome during handling, causing separation of glue between the water feedset tube and the inlet port of the chambers. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chambers would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure" "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that two mr290v vented autofeed humidification chambers failed the ventilator leak test prior to patient use. There was no patient involvement.